Event description:
It was reported that during a ptca procedure, the photon balloon catheter took a long time to inflate at 6atm, and took at least 30 seconds to deflate. The pt had chest pains, and nitroglycerin was administered during the procedure. The balloon catheter was removed without incident after deflation. The pt was reported to be doing good after the procedure was finished.